Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(4). Consumer reported the tampon unraveled and she was unaware that pieces became lodged inside. She had pain and went to the hospital. At the hospital a piece of the tampon was removed and she was given medication to prevent and treat infection.